Manufacturer narrative:
The following field had been updated with additional information: h6. Upon investigation of the actual device used in this incident, it was determined that the station showed an error indicating that the server connection failed. The technical support specialist (tss) checked the synchronization information and noticed that both stations last download and upload were published in real-time. The tss ran server downtime query and found lastpublishserver, cce xml sent time created local time xml processed time, lastheartbeatlocaldatetime were up to date. The tss proceeded with the previous log record and confirmed no errors regarding the global find. The tss did a global find test from four pyxis locations (pacu, medsurg, ed and trauma) and found the two stations working normal except pacu and medsurg. The tss finally resolved the issue by referring to the knowledge article and updated server address value for global find on medstation es. The tss rebooted the stations and are communicating to the server and no uploads/downloads issue were reported. The tss confirmed that the global find feature was working on both stations and advised the customer to test it on both stations. The system functioned as intended after the technical support specialist resolved the issue. Knowledge article: ¿update datasync values¿ step fails on provision portal ¿ incompatible script" and": bd and bio-exempt users unable to login post-upgrade."

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, had connection failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, had connection failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.